Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and 33 mm watchman laa closure device and delivery system were used. The closure device was deployed and successfully released. The patient was in recovery in the post anesthesia care unit (pacu) when they became hypotensive. A transthoracic echocardiogram (tte) was performed which showed a late pericardial effusion. The patient was brought back into the catheterization lab for a pericardiocentesis. The patient was stable and discharged from the hospital three days post procedure.